Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured, did not capture, exhibited high impedance and undersensing. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.